Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the implant procedure there was difficulty experienced placing this left ventricular (lv) lead. The lead had multiple interaction with the distal portion of an acuity breakaway catheter. The decision was made to abandon the lead and move forward with a competitor's outer catheter and lead. While attempting to introduce the competitor's lead into a posterior lateral branch, a small pericardial effusion was noticed and the physician subsequently choose to abandon the lv lead and plug the lv port on the device. The physician believed that the acuity breakaway catheter may have caused and/or contributed to the pericardial effusion. The patient was to received a echocardiogram post implant. No further complications have been reported.